Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 generator was not recognizing the synchroseal instrument, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reactivated the nest pic in system preferences and test drove system without any issues. The system was tested and verified as ready for use. The complaint regarding e-100 not recognizing the instrument was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the e-100 had issue wherein the instrument was not able to be successfully used, after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 generator was not recognizing the synchroseal instrument. Prior to calling, the customer restarted the e-100 generator multiple times with no change. The customer stated that the e-100 generator had power, and the power button led was white indicating power was present. While plugging in the synchroseal instrument, the customer noted that the instrument led remained off. The surgeon reported that message "check that e100 is powered on" was displayed in the surgeon's console. An intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer perform a hard reset with circuit breaker on the e-100 generator with no change. The tse recommended for the customer to try a second instrument and the issue persisted. The tse then recommended the customer to perform a full hard power cycle on the entire system. However, the issue persisted after system was powered back up. The customer was continuing with the procedure as is. The procedure was completing as planned with no reported injury. An isi clinical sales representative (csr) arrived on site to see if there were any additional troubleshooting steps that could be performed to resolve the e-100 communication issue. The tse had the csr ensure the communication cable was properly connected to the vision control port on core and connection was secure on the e-100 generator, but the reported problem still persisted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically without the synchro seal instrument.